Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) hospital initial reporter-(B)(6). Gas loss alarm occurred, esp personnel explained that it could have been that the helium tubing was not fully secure. He clarified that while disconnecting and reconnecting would resolve the gas loss alarm.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.